Event description:
It was reported that the stent delivery system (sds) was prepared without incident. The sds was being used to treat a graft; however, difficulties were experienced during advancement, so the sds was pulled back through the guiding catheter (contrary to the instructions for use (IFU). The stent dislodged from the sds. An attempt was made to retrieve the stent with a snare device, but was unsuccessful. The stent moved down the femoral artery towards the leg.